Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock for atrial fibrillation (afib). Anti-tachycardia pacing (atp) was delivered. Sustained rate duration (srd) was programmed off in the vt-1 zone and on in the vt zone. One episode was defined as accelerated, from the vt-1 zone into the vt zone. The accelerated episode was not ventricular tachycardia (vt), but rather faster afib. The shock converted the afib. The boston scientific representative questioned whether a new template would help. A boston scientific technical services consultant discussed that the device must have thought the rhythm was true vt, and agreed that a new template was the best option.